Manufacturer narrative:
The returned module was evaluated. No artifacts or abnormal signals were observed. In addition there were no present errors or interruptions to the measurements observed. Upon an inspection bending test of the cable no loss in measurements were found. The unit was found to visually and audibly alarm during alarm conditions. The sedline module was determined to be functioning as designed.

Event description:
The customer reported the dsa was displaying a horizontal pattern that was not associated with the patient. No patient impact or consequences were reported.